Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) monitor is not working. There was no patient involved.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that the monitor was not working. The fse disassembled the monitor and cleaned the electrical contacts on the inverter pcb and video recorder color pcb boards. The unit then passed all functional and safety tests and was returned to customer.